Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a right ventricular defibrillator lead impedance was 150 to 175 ohms and that a patient alert was generated for the superior vena cava (svc) coil lead impedance being greater than 200 ohms. It was later reported that both the right ventricular lead and the svc coil lead were capped and replaced. No patient complications have been reported as a result of this event.